Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, so technical support arranged for a replacement pump under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.